Manufacturer narrative:
H3, h6: the navio thumbscrew p/n 100026 intended for use in treatment was returned. The reported problem was visually confirmed. The thumbscrew is broke in half. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to broken/damaged parts. The thumbscrew is broken in half. A review of device records using the nc database(s), (legacy bbt, caweb4 and smartsolve) confirmed no abnormalities were reported on this device during manufacture. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is over tightening with excessive force by the user. Per the navio surgical system user's manual "to close and lock the clamshell, it is recommended to twist the thumbscrew by hand clockwise, until it is tightened securely. " to attach the handpiece tracker, twist the thumbscrews clockwise by hand and then use the t-handle wrench to tighten the thumbscrews until the handpiece tracker array is firmly attached to the handpiece. Note: do not overtighten the thumbscrews." Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that before navio tka procedure, the scrub tech was tightening the handpiece array onto drill assembly with the t-handle when one of the thumbscrews¿ head popped off. The procedure was completed without delay by inserting a replacement thumbscrew from the pin caddy. No other complications were reported.